Event description:
It was reported to philips that the device failed opcheck for etco2 and when they tried to calibrate etco2 it would not calibrate. There was no patient involvement.

Manufacturer narrative:
(B)(4).